Event description:
It was reported that the patient presented with atrial lead noise oversensing which led to pacing inhibition and low pacing impedance. The atrial lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.